Event description:
A caller reported receiving a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. To resolve the issue, the customer was advised by technical support to return the malfunctioning pump and was instructed on how to place it into storage mode before sending it back. A replacement pump was sent, and the customer planned to use multiple daily injections (mdi) as backup therapy in the meantime.